Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The evaluation results are currently pending.

Event description:
Customer stated that the unit is not getting an arterial waveform with the trainer. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
08/10/2017 12:06 pm (gmt-4:00) added by (B)(6)(B)(6): the service territory manager (stm) evaluated the customer's trainer and verified there was no pressure waveform being generated and the ECG was distorted. The stm connected his test trainer to the cardiosave and it worked. The cardiosave itself did not require any service. The stm opened the cover of the customer's test trainer and adjusted the cables at which point the waveforms displayed properly and he was unable to reproduce the initial malfunction. The stm replaced the suspect cables and re-tested the trainer and it passed. The trainer was released back to the customer.

Event description:
Customer stated that the cardiosave intra aortic balloon pump (iabp) is not getting an arterial waveform with the trainer. The event occurred during service/test by the customer. There was no patient involvement and no adverse event was reported.